Manufacturer narrative:
Fowler outer housing assemblies.

Event description:
It was reported by svc report that the fowler would not raise and was stuck in the low position. No pt involvement or adverse consequences are reported.